Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher six times. The last repair was january 3, 2018 where it was reported that the device was producing an incomplete mesh and the worn bushings, worn side plates, damaged comb, gear, and roller were replaced. The device history record (DHR), for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports. The device history record (DHR) and previous repair report review, for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter serial number (B)(4) six times as documented in the repair reports. The cutter was returned with the mesher on january 3, 2018. Initial qa inspection of the skin graft mesher revealed that the calibration was out of specifications but it still produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produce a failing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included recalibrating the device. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the customer¿s cutters failed to produce passing sample meshes. The root cause of the incomplete meshes was due to the damaged cutters. A damaged cutter can result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer skin graft mesher gave an incomplete mesh on very thin skin. No adverse events were reported as a result of this malfunction.